Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is possible that an internal part temporally got caught, malfunctioned which led to the reported event. Based on the device evaluation the reported issue was not able to be duplicated therefore the root cause of the reported event cannot be conclusively determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device was found with defective/suspended angulation unit. The channel was blocked where water cannot go through. There was no patient involvement on the reported event. No user harm or injury reported.